Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare professional reported a right side capsular contracture baker grade iii and rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified a curved opening, red particles in gel, and fold creases. The weight of the device was found to be within specification. A microscopic analysis was performed which identified wear abrasion, a sharp curved opening on the posterior side in the same location of the crease assessed as fold flaw opening and stress marks assessed as non-penetrating nicks. Based on the device analysis the final assessment is: a sharp crease opening assessed as fold flaw opening.

Event description:
Healthcare professional reported a right side capsular contracture baker grade iii and rupture. Device has been explanted